Manufacturer narrative:
The device referenced in this report was returned to olympus medical systems corporation (omsc) for eval. The eval found no anomalies or irregularities on the device. The device history record was reviewed and no problem was found. Omsc concluded that the event occurred because, the user removed the loop from the hook while the whole coil sheath was inside the tube sheath, while attempting to ligate the polyp. This action likely caused the loop not to be deployed. The device instruction manual instructs users that when removing the hook from the loop, confirm on the endoscopic image that the coil sheath is extended from the tube sheath. Otherwise, the loop may get stuck inside the instrument. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic colonoscopy with polypectomy, the loop from the subject device did not come off when the user attempted to ligate a polyp. The handle of the subject device was cut and the sheath was removed. The polyp and the loop was successfully withdrawn from the pt with the use of a surgical snare (model unk), and the procedure was completed with a unk model of high frequency snare. The pt was said to have experienced "a little bleeding." There was not pt injury reported, and the pt's state of health was said to be good.